Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation.

Event description:
It was reported that a right revision surgery to exchange tibial insert was performed after a patient was diagnosed with aseptic loosening of tibial component. Previously, the patient presented right knee pain after falling and sustaining an injury to her right knee.